Event description:
It was reported that the procedure was to treat a lesion in the lower superficial femoral artery (sfa). The 5.0x60mm xpert pro self-expanding stent system(sess) partially deployed. The outer sheath of the delivery system could not be withdrawn and felt like it was stuck. The sess was removed and it was noted that the stent was bent in the middle. Another stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the lower superficial femoral artery (sfa). The 5.0x60mm xpert pro self-expanding stent system(sess) partially deployed. The outer sheath of the delivery system could not be withdrawn and felt like it was stuck. The sess was removed and it was noted that the stent was bent in the middle. Another stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that the inner member was separated distal to the pusher tube. The separated inner member, including the tip was not returned. The account confirmed the xpert pro separation but occurred during inspecting in vitro and confirmed there was nothing that was left in the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation and the reported stent material deformation were able to be confirmed. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted kinked outer member; thus compromising the device resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device during removal resulted in the reported/noted stent material deformation and ultimately resulted in the reported tip material separation/noted inner member material separation after removal from the body. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 1562 added.